Event description:
A consumer reported receiving imprecise back to back readings on their optium blood glucose monitor. The values, when plotted on a clarke error grid fell into the "c" zone showing the difference in values to be clinically signicant. There was no report of death, serious injury or mistreatment associated with the event.